Manufacturer narrative:
Explant date: if explanted, give date: not applicable, explant not performed. (B)(4). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tecnis symfony toric intraocular lens (iol), model zxt225 18.0 diopters, implanted into the patient's left eye rotated about 30° counterclockwise from its intended position of 180°. The doctor successfully repositioned the iol to 180°. It was also reported that it has been two weeks since initial surgery and repositioning is stable. The doctor said he thinks his dropless trimoxy injections may be causing more rotations due to increase posterior pressure from the injection. No additional information was provided.